Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient's status was good.